Event description:
It was reported that the patient presented in-clinic for follow up. Upon initial interrogation, the aveir system exhibited a telemetry anomaly as diagnostics were not being appropriately displayed. Electrode patches were then replaced, and interrogation was then successful and found normal. No further intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: manufacturing report 2017865-2026-11105, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.